Event description:
It was reported that 8mm monopolar curved scissors (mcs) instrument had a frayed cable. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.